Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral incisional hernia repair on (B)(6) , 2007 where a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) , 2020 and (B)(6) , 2020, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: wound dehiscence; abdominal wall hematoma; extensive adhesions to mesh; small bowel obstruction; chronic infection; small bowel resection, pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2020: riverside community hospital. [No physician name was provided.] Microbiology report. Collection date: (B)(6) 2020. Blood culture. Source: venous blood. Final (B)(6) 2020. No growth at 5 days. Collection date: (B)(6) 2020. Blood culture. Source: venous blood. Final (B)(6) 2020. No growth at 5 days. Collection date: (B)(6) 2020. Mrsa surveillance screen. Source: nares. Final (B)(6) 2020. No growth of mrsa. Collection date: (B)(6) 2020. Wound culture. Source: abdominal. Anaerobic culture final: (B)(6) 2020. Anaerobic culture result: no growth. Collection date: (B)(6) 2020. Other source. Gram stain final: (B)(6) 2020. Gram stain result: no pmns seen. No microorganisms seen. Gram stain final: (B)(6) 2020. Gram stain result: no squamous epithelial cells seen. No pmns seen. No microorganisms seen. Wound culture final: (B)(6) 2020. Culture result: no growth. Wound culture final: (B)(6) 2020. Culture result: no growth. (B)(6) 2020: riverside community hospital. [No physician name was provided.] Microbiology report. Collection date: (B)(6) 2020. Blood culture. Source: venous blood. Final (B)(6) 2020. No growth at 5 days. Collection date: (B)(6) 2020. Blood culture. Source: venous blood. Final (B)(6) 2020. No growth at 5 days. Collection date: 5/21/20. Mrsa surveillance screen. Source: nares. Final (B)(6) 2020. No growth of mrsa. Collection date: (B)(6) 2020. Wound culture. Source: abdominal. Gram stain final: (B)(6) 2020. Gram stain result: many rbcs / lpf. Few mononuclear cells / lpf. Rare pmns / lpf. No microorganisms seen. Anaerobic culture final: (B)(6) 2020. Anaerobic culture result: no growth. Wound culture final: (B)(6) 2020. Culture result: no growth. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic ventral incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp08/05188815; 25 x 23 cm) implant date: (B)(6) 2007 (hospitalization unknown). (B)(6) 2007: (B)(6) medical center. (B)(6) , md. Operative report. First assistant: (B)(6) , md. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Anesthesia: general. Incision: multiple. Level of involvement of attending surgeon: was present and scrubbed the entire case. Indication for procedure: ventral incisional hernia. Findings: 19 x 17 cm midline hernia defect. Repair with 25 x 23 cm dual-plus mesh. Description of procedure: ¿the patient was prepped and draped in the usual sterile fashion. The patient was intubated. A foley catheter was placed and prophylactic antibiotic was administered. A 5 mm incision was made in the right upper quadrant and a veress needle was then place through the left upper quadrant incision. A saline drop test was performed and veress needle was attached to the insufflator. Pneumoperitoneum was then achieved to the level of 15 mmhg. Next, veress needle was then removed and a 5 mm trocar was placed to the left upper quadrant incision with direct visualization using 0 degree scope. Then peritoneal cavity was entered. The camera was removed. The trocar was removed from the port. A camera was reinserted into the port and the abdominal cavity was visualized. There was no events of any bowel injury however, there were events of multiple adhesions throughout the abdominal cavity, mostly around the midline of the abdomen. Next, two more 5 mm port sites were placed in the left flank. Then incisions were made in the skin. Local 0.25% marcaine was injected. A trocar was then placed 5 mm port direct visualization. Another 5 mm port was placed inferiorly to the second one about one hand rest away. Using these three ports a debakey grasper and endo shears were used to carefully sharply dissect the adhesions off the omentum to dissect them free of the peritoneum. After some of the adhesions were taken down, two more ports were placed in the right flank. A 11 mm port in the right lower quadrant, right lower flank, and a standard 5 mm port in the right upper flank, using stab incisions and trocar, under direct visualization. There was a large midline hernia defect seen with omentum that was herniated through the defect. Omentum was successfully reduced using both blunt and sharp dissection. After four hours of lysis of adhesions, a peritoneal cavity was inspected. There was some pooling of blood around the omentum. A suction-irrigator was used, irrigation was done and blood was suctioned. There was no evidence of active bleeding. Next, the instruments were removed. A spinal needle was then used to measure the perimeter of the hernia defect, which was marked out to be 19 cm long longitudinally and 17 cm transversely. A dual-plus mesh was then used and trimmed to 25 x 23 cm to allow for a 3 cm border. #1 ethibond sutures were used to tie to superior inferior and left and right. Unfortunately, as the mesh was about to be placed in the peritoneal cavity. Upon inspection there was more blood noted and on further inspection, it was found to have a small arterial bleed. The leading artery was from the omentum. It was found clipped as well as, ligated with endo suture. The area was then irrigated and suctioned. There was no evidence of any further major bleed. Attention was then turned around the liver. There was pooling of blood in the area. The blood was suctioned from the superior right lateral portion of the liver. Another small area of omentum and peritoneum was clipped due to some oozing. Next, after careful inspection of the peritoneal cavity there was no more evidence of bleeding. Therefore, we started to proceed with the surgery and place the mesh. The mesh was then inserted through the 11 mm incision in the right lower quadrant. The mesh was then unraveled and the four sutures were cut out through the skin using a [sic] suture passer through small stab incisions in the skin. Trocars were then secures tight. Upon inspection there was good contraction of the mesh. Next, a tacker device was then used to tack around the mesh approximately 1 cm apart. Due to the size of the hernia, superior portion of the mesh had to be tacked onto the [sic] portion. Next, due to the large size of the hernia, two more #1 ethibond sutures were used to attach the superior portion of mesh on each side, using suture passing and three more sutures were used to attach the mesh to the abdominal wall on the inferior portion on either side through small stab incisions. The sutures were then tied and cut. Upon further inspection there was no evidence of any bleeding from the port sites or no evidence of any further bleeding from the omentum or intraabdominal cavity. Pneumoperitoneum was then released. The incision were closed with 4-0 monocryl interrupted sutures and dermabond.¿ specimens removed: none. Estimated blood loss: 1 liter. Blood products administered: none. Drains and packs: none. Skin closure: dermabond. Postoperative condition: stable. Prognosis: good. Wound classification: clean. (B)(6) 2007: (B)(6) medical center. Implant record. Implant: dual mesh plus gore 25 x 23 cm (used). Cat #: 1dlmcp08. Lot: 05188815. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/05188815) was implanted during the procedure. Explant procedure: exploratory laparotomy. Extensive lysis of adhesions. Explant of previously placed mesh. Explant date: (B)(6) 2020 (hospitalization may (B)(6) 2020) (B)(6) 2020: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent small-bowel obstruction. Status post ventral hernia repair with mesh. Postoperative diagnosis: recurrent small-bowel obstruction. Status post ventral hernia repair with mesh. Assistant: dr. Roderick olivas (r1). Anesthesia: general. Estimated blood loss: 50ml. Findings: the patient had edema of the abdominal wall. The mesh previously used was incorporated, but there were pocked of fluid within the space between the abdominal wall and the mesh. The mesh was seemingly a gore-tex piece of mesh, and I think there was chronic infection there. An intraoperative gram stain did not reveal any organisms or any white cells. However, the mesh itself looked infected and was therefore removed. Description of procedure: ¿the patient was brought to the operating room and placed in supine position. After general anesthesia, the patient¿s abdomen was prepped and draped in usual sterile fashion. The patient had a preoperative epidural placed. In addition, the patient had a foley catheter placed also. A midline incision was then made along the old scar. I dissected deep to subcutaneous tissue and at. The peritoneum was entered above the mesh. We then palpated the undersurface of the abdominal wall. I could clearly feel the mesh. I could feel a number of tacks as well. Some of the bowel was stuck to the anterior abdominal wall and that had to be taken down sharply. We carefully inched down from above down toward the pubis with our midline opening in the mesh material. In short, it took and extensive lysis of adhesions to free up the entire length of the small bowel. The anterior abdominal was particularly difficult to dissect free of the underlying bowel. There was mesh on bowel. In the end, no enterotomies were made. There was no bowel resection that was necessary. The entire undersurface of the abdominal wall was cleared up and then we embarked in freeing up the loops of bowel from each other. I identified the ligament of treitz. I dissected distally and eventually made it all the way down to the ileocecal valve. All the small bowel was freed up, and there was a good amount of omentum that was used to cover the bowel. The abdomen was then thoroughly irrigated with saline. In dissecting the small bowel free of the overlying mesh, there were pockets of fluid that was seemingly deep to the mesh and up against the anterior abdominal wall. I was concerned about infections, so I sent the fluid for gram stain. This revealed no organisms and no white cells. However, the mesh was clearly abnormal looking. There was a fair amount of fluid there, and I elected to remove it entirely. His preoperative cat scan revealed that the rectus muscle was along the midline, and I elected to close that primarily. After thorough irrigation of the abdomen, the abdomen was closed using running #1 prolene suture. Two large retention sutures were placed as well. The subcutaneous tissues were irrigated, and the skin staples were used to close the skin. The 2 retention sutures were then tied down. Sterile dressing were applied. The patient tolerated the procedure well. He was transferred to recovery room in stable condition.¿ relevant medical information: (B)(6) 2020: (B)(6) hospital. (B)(6) . Pathology. Gross description: a. Received in 10% formalin fixative solution is a 17 g vermiform appendix, 11 cm in length and up to 0.7 cm in diameter. There is a moderate amount of attached mesoappendiceal adipose tissue. The serosal surface of the appendix is congested and pale pink-gray. Sectioning reveals no significant luminal dilation. No perforation is identified. B. Specimen is identified as abdominal mesh consists of two portions of corrugated appearing fabric with a small amount of attached red-tan tissue. The portions of fabric form a 19 x 17 x 0.5 cm aggregate. Small metal rings are present at the periphery. C. Received unfixed and identified as mesh bolt cap x3 are three small coiled segments of silver colored wire, each about 0.3 cm in length and 0.3 cm in diameter. A small amount of red-tan tissue is attached to each. Clinical history: multiple abdominal surgeries, abdominal pain. Gross diagnosis: b. Explanted abdominal mesh. C. Explanted mesh bolt caps (three). Microscopic and diagnosis: a. Appendix: mild acute appendicitis, primarily intraluminal exudate. Serosal adhesions. (B)(6) 2020: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: abdominal wall hematoma. Postoperative diagnosis: abdominal wall hematoma. Fascial dehiscence. Procedure performed: drainage of abdominal wall hematoma. Closure of midline abdominal wound. Assistants: dr. (B)(6) anesthesia: general. Estimated blood loss: 25 ml of acute blood loss and about 500 ml of old hematoma evacuated. Description of procedure: ¿the patient was brought to the operating room, placed in supine position. After general anesthesia, the patient¿s abdomen was prepped and draped in usual sterile fashion. Initially, the staples were removed. On removing the staples, we encountered a large hematoma just deep to the skin. This was evacuated. It soon became obvious that not only did he have a large hematoma, but there was midline fascial dehiscence as well. That fascia looked strong. The suture was undone. The area was then thoroughly irrigated. All the clot was removed. Copious amounts of saline were used. We then bluntly dissected the undersurface of the abdominal wall. The omentum was stuck to the undersurface of the abdominal wall nicely. It covered the entire length of the incision. I then elected to close the incision using a combination of figure-of-eight 0 prolene suture as well as 3 large retention sutures. The 3 large retention sutures were placed first. We then closed the fascia using multiple interrupted 0 vicryl suture. The abdomen does not appear to be under any tension. He is mildly obese. The fascia seemed healthy. Did not seem to be infected. We did take cultures in case. The subcutaneous tissues were subsequently closed using running 2 0 vicryl. I did leave a drain behind over the fascia. This was secured in place using 2-0 silk suture. The skin was reapproximated using skin staples and then the retention sutures were ties down. He tolerated the procedure well. He has transferred to the recovery room in stable condition.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.